Event description:
The customer was diagnosed with diabetic ketoacidosis which caused renal failure and a heart attack. Patient slipped into a coma. The customer was hospitalized from (B)(6). Treated with IV insulin and saline. The customer also stated that while at the hospital, he had a blood glucose result of over 900 mg/dl.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia and hospitalization. Lot qualification records were reviewed and the product lot met all acceptance criteria.